Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8781, serial# (B)(4), product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of catheter with serial number (B)(4) revealed that during analysis, a compressed area was observed on the catheter body. A catheter break was also observed where the compression was located. The catheter may have likely been rubbing against something. The catheter was occluded during patency testing, but was able to break loose. Analysis of catheter with serial number (B)(4) revealed only the anchor deployment tool was returned, with the anchor still attached/stuck on the hypotube. The proximal side of the anchor showed to be deformed in sharp. The anchor was also stuck in shape. The observed anomaly was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube. The anchor did not properly detach from the ascenda tool; not able to use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device codes have been updated to the following for this event:(B)(4).

Event description:
On (B)(6) 2015 additional information was received from a healthcare provider (hcp) via clinical study regarding the (B)(6) female patient receiving dilaudid (hydromorphone, 0.5mg/ml, 0.15517mg/day) and bupivacaine (30mg/ml, 9.310mg/day) via an implanted pump. Indication for use noted that the pump was implanted for malignant pain. On (B)(6) 2015 a reservoir volume discrepancy (underinfusion 16.7ml) was noted during interrogation at pump refill. The patient was scheduled for a catheter revision. The healthcare provider (hcp) was unable to aspirate csf (cerebrospinal fluid). During the revision, a catheter kink was noted. The catheter was spliced to revise and the issue resolved without sequelae as of (B)(6) 2015. The cause of the catheter link was not reported. Follow up was conducted in an attempt to obtain further information. If additional information is received a follow up report will be sent.

Event description:
Additional information was received from an hcp via a clinical study. The cause of the catheter kink was not known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a study. The patient reported nausea, vomiting, decreased appetite, and 'not feeling well' on (B)(6) 2015. The patient reported altered mental status on (B)(6) 2015. The clinical diagnosis was intrathecal medication side effects. The patient was reprogrammed on (B)(6) 2016, and the event resulted in an unscheduled clinic or office visit. The event resolved without sequelae on (B)(6) 2015. The event was related to the device or therapy and therapy initiation of hydromorphone; it was not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the spinal segment was replaced due to being kinked at the ¿mid-body¿. Then it was noted that the anchor "telescoped back on itself" and would not deploy (on the replacement catheter). The pump system was being used to infuse an unknown medication. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.